Event description:
It was reported that multiple episodes of non-sustained right ventricular oversensing were noted. Review of the episodes revealed the right ventricular (rv) lead exhibited high pacing impedance, intermittent capture with high capture thresholds and noise. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable.